Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the areas where the foreign material was detected, and there were no deviations identified in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. Such events can be detected and prevented according to the following IFU. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited: foreign object inside the nozzle, no air/water was fed. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As a result of component analysis, the foreign material was found to be silicates derived from medical solution and organic silicone derived from medical solution such as antifoam agent. Olympus will continue to monitor field performance for this device.